Manufacturer narrative:
The investigation results are not completed (still pending) at this time, this supplemental will be sent for: a follow up supplemental report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 05/18/2007 to present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.